Manufacturer narrative:
Report confirmed. The footed portion was cut and detached. On follow-up, it was noted that this was identified during set-up and it was confirmed that there was no pt impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage, however, it should not exceed 24 months. This device has been in use for 31 months without any record of factory service.

Event description:
Repair request initiated for device with a report that the attachment's foot was bent. No pt impact reported. Repair request escalated to complaint on eval due to the footed portion being cut and detached due to tool contact. On follow-up, it was noted that this was identified during set-up and it was confirmed that there was no pt impact.